Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer's blood glucose was 573 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual injection. The customer stated they gave bolus to themselves but blood glucose was not going down. Based on customer report customer did allege pump was under delivering. The drive support cap appears normal. The customer did not report air bubbles and leak in both reservoir and tubing. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.